Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17336. . It was reported the patient presented to the emergency room due to front chest pocket stimulation. The patient's pacemaker reset to backup-vvi mode which caused the pocket stimulation. According to the physician, it was known that the patient's right ventricular (rv) lead exhibited failure to capture and previous episodes of pocket stimulation. Programming changes were made and the patient was discharged from the emergency room. The patient was in stable condition.